Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 5 months. The patient remains ongoing on lvad support; however, the removed portion of the percutaneous lead was returned for investigation. The evaluation is not yet complete.. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that pump stoppages occurred. The patient¿s lvad was placed on an ungrounded patient cable and the patient was admitted from clinic on (B)(6) 2018. No clinical symptoms were reported. Review of the log file by technical services confirmed pump stoppages. Kidney, ureter, and bladder (kub) x-rays were also reviewed by technical services. No definitive defects were observed. There did appear to be some thinning of the shielding both internally and externally. The internal thinning was located just below the driveline loop. On (B)(6) 2018, technical services performed a distal end percutaneous lead (driveline) replacement without issue. On (B)(6) 2018, it was reported that another pump stoppage occurred post replacement while the patient was sitting in a chair. The lvad was placed back on the ungrounded patient cable and the patient was discharged.

Manufacturer narrative:
Although the reported events were confirmed through evaluation of the submitted system controller log files, a potential cause could not be conclusively determined through evaluation of the returned portion of the driveline. Technical services personnel arrived onsite on 15feb2018 and performed an external driveline repair. The replaced portion of the driveline was returned measuring approximately 18.5 inches. Rescue tape was identified on the outer silicone jacket approximately 2 inches and 9 inches from the controller connector, with tears observed to the outer jacket beneath. No damage to the bionate was identified. The metal shielding showed breakdown approximately 3 inches and 9 inches from the controller connector. Visual inspection of the wires did not reveal any signs of insulation breaches. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. However, the driveline was not entirely returned. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.